Event description:
The hcp reported the pt had never had spasticity or pain relief. The pump was explanted and replaced after an imp duration of 86 months. "Unable to remove catheter - tied off - not in use." A follow-up report will be sent when additional info is received.